Manufacturer narrative:
A device history record (DHR) was reviewed for the suspected contour next test strips, which did not verify the customer's allegation of receiving an incorrect quantity of test strips. Additionally, no manufacturing anomalies were found with the DHR review. There is a robust manufacturing method for removing the bottles with open caps. The procedure for the auto line instructs clearing the jam and checking for damaged vials. No jams were found during the processing. This is the only point where a carton could be opened and damaged. Therefore, it was concluded that the test strip bottle was tampered with after leaving the manufacturer's control. The patient/family was the initial reporter, so personal information was not entered. The customer's weight was not provided.

Event description:
The customer reported that the box and bottle of contour next test strips were crushed and already open. The customer also stated that there were only 30 test strips in the bottle which should have 50 test strips. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.